Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2024. It was reported that an alert/notification settings occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Date of event is an approximation. On (B)(6) 2024, the patient reported that he did not receive any dexcom alert notifications from his dexcom app. The patient only realized his continuous glucose monitor value was low after he passed out and hit his head on a wall. Attempts to reach the patient for further event details were unsuccessful. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5152987, mw5152988, mw5152989 and mw5152990 diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.